Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, when they attempted to morcellate, the blade would not cut. A second device was opened and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/31/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.